Event description:
Malfunction alarm occurred, displaying code malf 12, with a fault ID available. Customer's blood glucose level exceeded 500 mg/dl, reported as "high," but no specific value was provided. No actions were taken by the customer to address the high blood glucose events, and assistance from a third party was not required. Cts provided pump reset information, and the customer allowed the pump battery to deplete and recharge, enabling continued use of the pump. The malfunction code did not recur after this reset, and cts planned to replace the pump in a separate case issue.